Manufacturer narrative:
A ge representative evaluated the system and found the tube anode was getting hot. The ge representative repaired the system. System operates as intended.

Event description:
The customer reported the system displayed a filament error and stopped working. No patient injury was reported.